Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an unrelated right ventricular (rv) lead revision procedure this right atrial (ra) lead was visually confirmed to have lead body damage. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted electrocautery damage (melted insulation) in several places on the lead with blood/body fluids noted in the lead lumen due to the damage. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed the clinical observations and determined that the damage to the lead was induced during the explant procedure.